Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 76mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, scratched lcd window, damages to the display window, cracked battery tube threads and cracked reservoir tube lip.